Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. The full lead was returned and analyzed. While turning the is-1 pin, torque transfers to the helix without difficulty. The helix is stretched out of specification.

Event description:
It was reported that during the implant procedure and after repositioning the lead several times; the helix was unable to extend anymore and this action was not visible under fluoroscopy. The lead was unstable and the stimulation impedance was high (approx. 2100 ohms). The device was not implanted. No patient complications have been reported as a result of this event.